Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted to amend the lot number submitted in the previous MDR report, the correct lot number for this file is c1783247. For placing the stent with lot c1806620 for bile duct drainage, the user straightened the pig tail using the straightener but a 0.035 inch wire guide would not pass through the stent lumen due to kink of the stent. ((B)(4)). He replaced it with another zebd-7-10 with the different lot c1783247 but this one had the same problem. ((B)(4)). He them replaced it with another zebd-7-10 with the different lot c1803189 and this one had no problem to be placed and the procedure was completed.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: the zebd-7-10 device of lot number c1783247.involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: prior to distribution zebd-7-10 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zebd-7-10 of lot number c1783247. Did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1783247. It should be noted that the instructions for use (ifu0045-7) states the following: ¿visually inspect with particular attention to kinks, bends and breaks¿ it should also be noted the instructions of use also state ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent¿ there is no evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause could not be determined from the available information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed based on customer testimony according to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
For placing the stent for bile duct drainage, the user straightened the pig tail using the straightener but a 0.035 inch wire guide would not pass through the stent lumen due to kink of the stent. ((B)(4)) he replaced it with another zebd-7-10 with the different lot c1783247 but this one had the same problem. ((B)(4)) he them replaced it with another zebd-7-10 with the different lot c1803189 and this one had no problem to be placed and the procedure was completed. The patient did not experience any adverse effects due to this occurrence. For all complaints: for all complaints, ask: does the complaint relate to:device placement/device removal/observation prior to patient contact already stated in description of event. What was the target location for the stent? Already stated in description of event. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Unknown what is the reorder number, outer diameter and length of the wire guide that was used with this device in this procedure?* jagwire 0.035 inch. Was the wire guide lubricated prior to use? Yes was the device at the centre of the complaint inspected for damage prior to use? Unknown was the wire guide inspected for damage prior to use? No were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown if yes please indicate the procedure performed. Did the patient involved exhibit altered anatomy or tortuous anatomy? Unknown if not with the device in question, how was the procedure finished? Already stated in description of event. Did the patient require any additional procedures as a result of this event? No what intervention (if any) was required? Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Another stent was placed without problem during the same procedure. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No was a straightener used to straighten the stent? Yes (if any damages were confirmed prior to use)was the package damaged? No